Event description:
It was reported that during an an electrophysiology ablation treatment procedure, a steam pop occurred. During treatment of the atrial flutter in the right atrium, the physician used a 8mm blazer ii xp ablation catheter. During the ablation, a steam pop occurred which resulted in a cardiac tamponade. The patient was sent to the ICU. The patient condition was stabilized. No further patient complications were reported. Additional information has been requested but has not been received.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).